Manufacturer narrative:
The symptom of hypotension during transfusion using the device appears limited to a small cohort of conditions, all of which cause vascular instability in the patient prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of the following circumstances: hemodialysis, cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case, the conditions involved were: hemodialysis, use of medications known to produce vascular instability (angiotensin converting enzyme inhibitors), and rapid flow rates. These conditions per se do not result in precipitous hypotensive reaction. It appears that some variable in the blood component transfused, as well as unidentified idiopathic factor in the patient, must also be present. It is unclear as to whether when the preceding conditions and/or practices exist in the proper configurations, whether the device also plays a contributing role in the reaction observed. The device has been used for multiple thousands of transfusions (in the absence/and presence of the above conditions), without incidence of hypotension reactions. There has been no correlation between mfg lots and these reactions. Neither the lot number, nor the device was returned; accordingly, a review of the mfg history of the device was not possible. This category of reactions appears limited to a small number of health care facilities. Although these reactions could be consistent with the presence of a short-lived biological modifier, no evidence of such a modifier has been confirmed in these instances. The specific cause of this low frequency hypotensive reaction remains unidentified.

Event description:
It was reported that a female diagnosed with diabetic nephropathy, was being transfused through the device and experienced nausea, and hypotension. The transfusion was stopped and restarted without a device.